Manufacturer narrative:
This event occurred in (B)(6). Unique identifier (UDI)#: (B)(4). Phone number was provided as "(B)(6)".

Event description:
The customer stated that they received an erroneous result for one patient sample tested for the elecsys hcg + beta test system (hcgb) on a cobas e 411 immunoassay analyzer (e411). The customer repeated other samples tested between (B)(6) 2016, but no other discrepant results were found. The initial result was 8.49 mui/ml accompanied by a data flag. The initial value was reported outside of the laboratory to the patient. A second sample was collected from the patient and tested on (B)(6) 2016, resulting as 0.100 mui/ml accompanied by a data flag. The patient asked about the result discrepancy, so both samples were repeated on (B)(6) 2016 and the repeat result from both samples was 0.100 mui/ml accompanied by a data flag. The original sample was stored frozen between measurements and not recentrifuged after thawing. The samples were also measured on a beckman coulter dxi analyzer and had negative results. The patient was not adversely affected. The hcgb reagent lot number was 131960. The reagent expiration date was asked for, but not provided. The field service engineer ran precision studies and these were ok. He checked probe alignment, measuring cell count, and pinch tubing. He ran performance testing. All results were within expectation. A few days after the event, the customer contacted the field service engineer stating that the pinch valve tubing was leaking. The tubing was replaced. A specific root cause could not be determined based on the provided information. Additional information required for the investigation was requested, but not provided. Based on quality controls within specifications and calibration signals within expectations, no reagent issue was obvious. Possible root causes are worn pinch tubing or improper pre-analytic sample handling. Sample volume was determined to be low.